Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) was explanted and replaced due to battery depletion after 24 months of implant duration. An expression of dissatisfaction with respect to device longevity was received.